Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, av optimization test could not be completed due to short p-wave durations. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.